Event description:
After insertion of the IV catheter into the pt, the guidewire and needle was pulled back in order to engage the safety component. The needle came all the way through and then out of the protective sheath. A needle stick injury then resulted from the exposed needle.